Event description:
It was reported that the pericardial effusion has occurred. During the pulse field ablation (pfa) and pulmonary vein isolation (pvi) procedure to treat atrial fibrillation versacross connect access solution for faradrive kit was selected for use. It has been mentioned that the physician struggled to get transseptal during the procedure, re-attempting contact on the septum quite a few times. The physician crossed the septum successfully using the versacross connect in the faradrive sheath and a pvi was successfully performed using the farawave nav 31mm catheter. At the end of the procedure the physician noted a small effusion. The patient's blood pressures were dropping slowly. The pericardiocentesis was successfully performed and about 30cc's of blood were removed during the procedure. The patient was stable and pressures returned to normal. After the case upon further analysis the physician believes the effusion may have been preexisting. The product is not expected to be returning as it has been disposed.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.